Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ IV catheter would not retract the needle. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the button on the IV, that is used to retract the needle safely was not working, and the needle would not retract. Rn's finger was accidentally stuck with the needle. Verbatim: I need to report an issue. I am checking to see if the supply was able to be kept. The nurse was using the new introcan replacements, bd insyte autoguard bc pro to obtain blood cultures/insert IV. The button on the IV, that is used to retract the needle safely was not working, and the needle would not retract. This rn had to physically pull back the whole needle out of the IV catheter, and connect the j-loop to the IV catheter and draw back blood, the needle was taken out and placed next to the patient's arm (in an effort to stay sterile), and while connecting the j-loop to the catheter, rn's finger was accidentally stuck with the needle that was inside the patient.

Manufacturer narrative:
H.6. Investigation: bd was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed as the lot# is unknown.

Event description:
It was reported that unspecified bd¿ IV catheter would not retract the needle. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the button on the IV, that is used to retract the needle safely was not working, and the needle would not retract. Rn's finger was accidentally stuck with the needle. Verbatim: I need to report an issue. I am checking to see if the supply was able to be kept. The nurse was using the new introcan replacements, bd insyte autoguard bc pro to obtain blood cultures/insert IV. The button on the IV, that is used to retract the needle safely was not working, and the needle would not retract. This rn had to physically pull back the whole needle out of the IV catheter, and connect the j-loop to the IV catheter and draw back blood, the needle was taken out and placed next to the patient's arm (in an effort to stay sterile), and while connecting the j-loop to the catheter, rn's finger was accidentally stuck with the needle that was inside the patient.